Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was admitted to the hospital due to atrial fibrillation and rapid ventricular response. While hospitalized the patient was found to have fluid overloaded with recurrent pleural effusion. In turn, medical intervention was performed and the patient will remain hospitalized until otherwise.

Manufacturer narrative:
Initial reporter information was listed incorrectly on the initial report. Information was inadvertently omitted on the initial report. Manufacturing site phone number was incorrectly reported, manufacturing site first and last name, and manufacturing site email were listed by mistake on the initial report. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.